Event description:
It was reported that the patient had a trial which started on (B)(6) 2013 and was removed (B)(6) 2013. It was noted that the lead moved so the patient did not get total benefit from the stimulation but was still considering having the implant. It was noted that on night the patient was sleeping on their right side and got up to go to the bathroom and rolled over. It was noted that the stimulation was then all on the right side and was so strong that it was painful. It was noted that after that the patient did not feel it on the left side at all. It was noted that the patient thought that they might have had the stimulation set too high as the patient felt a pulsing or throbbing sensation.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).